Manufacturer narrative:
(B)(4) proposed component code: mechanical (g04) - head. D10: cat# 139256 lot# 136160 m2a-magnum 42-50 tpr insrt std cat# 103205 lot# 614340 taperloc por fmrl 11x142. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right hip revision approximately 8 years post-implantation due to pain, metal related pathology. Surgeon noted corrosion and ho. Head was removed and replaced with dual mobility head/liner, shell and stem retained. Attempts have been made and no further information has been provided.